Manufacturer narrative:
Date of event is unknown. No information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the water level is low when it is full. No report of patient involvement.

Manufacturer narrative:
One device was returned for evaluation with a bent micro switch, tank cover is leaking, and pcb won't calibrate properly. Visual inspection started and then the tank was filled with water attached temp check, plugged in line cord, and turned on the power switch. The reported alarm was not duplicated but the :no disposable alarm was triggered, because of the bent micro switch. Once the micro switch was replaced the device passed all functional tests. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation.